Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "fiber-optic did not register" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported the fiber-optic did not register upon insertion into a patient of 178cm height. The catheter did not click in like it usually does. It did not look recessed. The catheter was replaced with another catheter inserted at the same site. There was no report in patient death or complications. A report of delay in therapy but no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the fiber-optic did not register upon insertion into a patient of (B)(6) height. The catheter did not click in like it usually does. It did not look recessed. The catheter was replaced with another catheter inserted at the same site. There was no report in patient death or complications. A report of delay in therapy but no harm caused to the patient.